Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The surgeon was attempting to change the position of the cage between l4 and l5 using reduction forceps when the head of the polyaxial screw disassociated from the shaft. The operation was finished using an alternative screw. No patient harm or surgical delay occurred.